Manufacturer narrative:
Per the user guide: never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 39-40 mg/dl. Liquid sugar was provided to address bg. Customer was subsequently driven via ambulance to the hospital. While in the hospital, the customer received carbohydrates as treatment. Customer was released from the hospital the following morning with the issue resolved and no permanent damage. The pump data was reviewed and it was found that the load fill tubing sequence had been performed while the customer was connected to the site resulting in 30 units of insulin inadvertently being delivered to the customer on the event date of low bg.